Event description:
Upgrade of the programmer to the smartview 2.44j software version was performed on (B)(6) 2015. At installation, all pdf patient reports were stored in a single directory with the date of the installation ((B)(6) 2015). Preliminary analysis confirmed the reported behavior. It is related to the data migration associated with the installation of the smartview 2.44j software version.

Event description:
Upgrade of the programmer to the smartview 2.44j software version was performed on (B)(6) 2015. At installation, all pdf patient reports were stored in a single directory with the date of the installation ((B)(6) 2015). Preliminary analysis confirmed the reported behavior. It is related to the data migration associated with the installation of the smartview 2.44j software version.